Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time however is most likely patient conditions.

Manufacturer narrative:
Concomitant medical products: integrip cup. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male patient presented with pain to surgeon at unknown time/date. Patient had a revision of an exactech cup and liner. Patient revised to zimmer tm cup and trilogy liner. Patient was last known to be in stable condition following the event. The devices are not available for evaluation per hospital policy.